Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 39 mg/dl at the time of incident. The customer's blood glucose was 137 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer also reported that they were having trouble with hearing the insulin pump. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. The button keypad connector was found closed properly during visual inspection. Unable to verify vibrator alarm, self test or unit audio./vibrate due to keypad anomaly. Unit had minor scratched lcd window, cracked reservoir tube lip and cracked lcd window.